Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one non-medtronic stent was implanted in the 1st diagonal. During a revascularisation procedure one resolute onyx des was implanted in the 1st diagonal. It was reported that coronary perforation of the distal lad occurred during the procedure and was treated with a non-medtronic stent graft. The patient recovered.